Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies, however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body outer insulation was twisted and the conductor was broken due to overstress/damage. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead body outer insulation was twisted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Brand name vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had many falls in the previous months. An x-ray was taken and showed the leads had twisted and coiled many times and the leads at the header block may be broken. The implant was discharged and connection with the recharger could not be maintained  long enough to get it to charge. The implant had flipped in the pocket. The patient and caregiver reported the implant moves all the time and they had to manually manipulate it to get it to charge up in the past months. The implant site was palpitated and the device was tilted. A revision was planned for (B)(6) 2024.